Event description:
Medtronic received information that during use of a fusion oxygenator device, it was reported that a plasma leak was observed from the gas exhaust port of the fusion oxygenator.there was no blood in the fluid leak. There was no impact to the patient and the procedure was completed with the device.total bypass time - 316 minutes (all one pump run).the leak was noticed during the last half an hour of bypass.highest gas sweeps required 4-4.2lpm at 80% oxygen. Patient flow 5.9lpm.all activated clotting times (acts) were above 440s which is hospital protocol for the act machine.no signs of clotting within the oxygenator or reservoir.circuit was primed shortly before the procedure with 500mls gelofusine, 100mls plasmalyte,10,000iu heparin.the only drugs given on cardiotomy pulmonary bypass (cpb) were mannitol, magnesium and metaraminol.no damage to any component or packaging was observed. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.